Manufacturer narrative:
Date of event: approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 26, 2021 that a flexiva ID 200 laser fiber was to be used in a procedure performed on an unknown date. During the procedure, the laser fiber tip was noted broken upon opening the package. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated to october 01, 2021 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Block h10: investigation results the returned flexiva ID 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 316.5 cm from the distal tip to proximal end of the sma connector. The exposed glass tip was intact, with no damages, and measured 4 mm. Light from the sma connector was bright and round, indicating no fractures within the connector. No other problems with the device were noted. The reported event was not confirmed. Based on all gathered information and the results of the product analysis, the complaint investigation conclusion code selected is no problem detected, which indicates the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was to be used in a procedure performed on an unknown date. During the procedure, the laser fiber tip was noted broken upon opening the package. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.